Event description:
It was reported to medtronic neurosurgery that the tubing of the external ventricular drainage system became disconnected from the 3-way stopcock. According to the report, the patient experienced possible ventriculitis following the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.